Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient¿s wife was with him when he became unconscious and had a seizure. The cgm was displaying 77 mg/dl but a fingerstick bg was checked which was 41 mg/dl. He regained consciousness and consumed apple juice and chewable glucose gummies. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.